Event description:
Following interventional cardiac cath, the product closure device was deployed into the pt's right femoral artery. Following insertion of the device, the balloon ruptured and the device was unable to be removed form the groin. Device had to be forcefully pulled from the pt's groin.